Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's nurse, that the customer was hospitalized on (B)(6) 2014 due to. The customer was in a vehicular accident prior to hospitalization. Customer's blood glucose levels at the time of hospitalization 423mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting occured. The insulin pump was replaced due to missing dome sticker. No additional information was provided.